Event description:
This event was made reportable based on analysis of the device on (B)(4) 2012. An air leak was noted from a fast-cath sro introducer. During an ablation procedure using a fast-cath sro introducer, difficulty was noted by the physician with the sheath "torque response". The introducer was placed in the right atrium and a boston scientific ultra ice catheter was advanced through the introducer, prior to the difficulty with the "torque response". The introducer was removed and upon examination, the introducer hub was noted to rotate approximately 80 degrees, freely from the introducer shaft. A new fast-cath introducer was introduced and the physician described similar rotation, but to a much lesser extent. The physician completed the procedure using the second fast-cath without further issue. No pt adverse consequences were noted.

Manufacturer narrative:
One 8.5f fast-cath hemostasis introducer and dilator was received for evaluation. Visual inspection revealed no anomalies with the dilator. The introducer was observed; the molded hub and sleeve rotated freely 360 degrees on the sheath. Based on the complaint of the hub rotating on the sheath, the introducer was leak testing with air pressure, which identified a slow leak present between the blue sleeve and sheath. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Fast cath introducer production does not perform a torque inspection of the hub to sheath bond, but (B)(4) leak and occlusion testing is performed. Sjm production also performs a set up pull test and hourly pull test of the hub to sheath bond during molding. The sfp for this device shows all pull force inspections within range, well over the sjm specification. Based on the investigation above and trending, it was determined that appropriate inspection procedures are in place for fast cath introducer; therefore, this will be categorized as an isolated incident. Based on this assessment and current trending, no further action is recommended at this time. Sjm will continue to monitor for trending. The root cause classification is consistent with manufacturing as the event is related to a manufacturing non-conformance.